Manufacturer narrative:
Continuation of d10: product ID t505u225, (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2013; product ID evfxplus-26, (serial: (B)(6) ); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a previous a surgical aortic valve replacement in the aortic position underwent an attempted transcatheter aortic valve replacement procedure. During the procedure, the transcatheter valve was deployed to 80% when the patient experienced severe chest pain and st elevation. The valve was recaptured and removed, and further investigation was conducted. Imaging, including transthoracic echocardiogram and transesophageal echocardiogram, revealed a laceration of the left ventricle, which resulted in a pericardial effusion that led to tamponade. Per the physician, the laceration was caused by the working wire. Due to adhesions from previous bypass surgery, no pericardial centesis was performed. The effusion clotted off, causing the right ventricle to collapse. Contributing factors included patient anatomy and possible frail tissue in the left ventricle. Anesthesia was called to intubate the patient to stabilize the airway. The procedure was ultimately aborted, and the patient died.

Manufacturer narrative:
Updated data: d4. H4. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.